Event description:
It was reported per field service report: symptom: balloon rupture on pt. Request an inspection of pump for contamination. Reference medwatch 1219856-2008-00332 for intra-aortic balloon event.

Manufacturer narrative:
Findings/action taken: checked balloon connector for blood and none was found. Checked the tubing inside the pump and no blood was found. Loose lower bushings were tightened. Fiberoptix sensor (fos) would not zero and pressure was off by 10mmhg. Replaced the fos slide. Pump returned to service. Follow up report will be filed if additional info becomes available.